Manufacturer narrative:
D8 and d9: device returned. G3, h2,h3 and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cam arm bumper is broken off in the top middle of the device, rendering it inoperable. The broken piece was returned. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.¿ based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update.

Event description:
It was reported that during revision surgery (unknown if from smith & nephew), a femoral implant impactor broke off outside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.